Manufacturer narrative:
E1, initial reporter phone, (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and the reported issue was evident multiple times. A visual inspection and functional testing were performed; it was observed that there were air bubbles in the downstream occlusion (dso) seal. The reported issue was confirmed through occlusion testing; however, the probable cause was attributed to a dso sensor that was out of calibration. The dso sensor was calibrated, and the dso seal was replaced, which resolved the issue. Performance verification testing (pvt) was performed, and the unit passed all testing criteria. The software was updated.

Event description:
It was reported that the pump experienced downstream occlusion during infusion. This is a high-priority issue that prevents device operation and interrupts therapy. There was patient involvement, and no harm reported.